Event description:
A patient diagnosed with pseudoarthrosis after a compression fracture underwent a balloon kyphoplasty procedure (bkp) at l1. It was reported that "during the operation, a leakage of contrast material was found" when expanding the balloon. The balloon was replaced with another one to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
Product analysis : complaint was confirmed; functional evaluation identified leakage at the distal tip of the instrument. Microscopic examination identified a stylet puncture of the inner tube after moving the distal marker band. The previous observations are consistent with inner tube puncture due to stylet re-insertion while ibt was bent.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.